Manufacturer narrative:
The lot of the suspect device was not identified, therefore, the manufacturer cannot determine the suspect device. However, the suspect devices in use are: part g6950315, lot h12g1739; part g6950315, lot h12g1740; part g6950315, lot h13a4506; part g6950315, lot h13c2149; part g6956412, lot h11j3945; part g6956412, lot h13b2358; part g6956414, lot h13b2357; part g6958934, lot h10g3660; part g6958934, lot h11j5251; part g6958934, lot h12f2132; part g7750087, lot 0232754w; part g7752536, lot 0252850w. (B)(4). Lot h12g1739, manf date: 8-aug-12; lot h12g1740, manf date: 8-aug-12; lot h13a4506, manf date: 25-jan-13; lot h13c2149, manf date: 12-apr-13; lot h11j3945, manf date: 19-oct-11; lot h13b2358, manf date: 27-mar-13; lot h13b2357, manf date: 16-mar-13; lot h10g3660, manf date: 30-jul-10; lot h11j5251, manf date: 16-nov-11; lot h12f2132, manf date: 2-jul-12; lot 0232754w, manf date: 17-oct-12; lot 0252850w ,manf date: 5-mar-13. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a posterior spinal surgical procedure at c5-t2 to treat a c7 fracture. Sometime post-op the patient underwent a revision surgical procedure due to post-op infection. No additional patient complications were reported.